Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified popliteal artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, the balloon was inflated to 6atm within 5 seconds. However, at first inflation, it was noted that the balloon ruptured at 8atm. There was a visible pinhole on the balloon. The device was removed from the patient's body without any problem and the procedure was completed with another of the same device. No patient complications were reported and patient's condition was good post procedure.